Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 4.1 ¿ 6.8 inr): qc 1: 5.5 inr, qc 2: 5.5 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 0%. Per product labeling: the action of oral anticoagulants (coumarin derivatives) can be increased or weakened when other medication is taken simultaneously (e.g. Antibiotics). Upon review of the meter's result memory, the results alleged by the customer were not observed. Medwatch occupation - the occupation is lay user/patient.

Event description:
The initial reporter stated she received a discrepant result when testing with coaguchek xs meter serial number (B)(4). At 3:01 p.m., a sample from the patient was tested using the meter, resulting with a value of 3.6 inr. At 4;01 p.m., a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 2.6 inr. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is once per week. The patient does not remember if internal controls passed on the meter.